Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: one controller and two batteries were not returned for evaluation. Log file analysis revealed that the controller contained a software feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file revealed a premature power switching event that was due to a communication error involving a battery. Analysis of the alarm log files did not reveal any power disconnect alarms. However, review the data log files revealed several instances involving two batteries where the batteries relative state of charge (rsoc) value was logged between 101-201, which is indicative of communication errors. Additionally, analysis of the alarm log file revealed three critical battery alarms due to communication errors involving two batteries logged between (B)(6)2021 and (B)(6) 2021. Analysis of the event log file revealed two controller power ups with associated motor start events logged on (B)(6)2020. The first loss of power was logged at 05:21:53. The data point prior to the loss of power revealed that a battery was connected to power port one with 43% relative state of charge (rsoc) and another battery was connected to power port two with 24% rsoc. The data point recorded after the loss of power revealed that no power source was connected to power port and the battery was connected to power port two. The second loss of power was logged at 05:25:02. The data point prior to the loss of power revealed that no power source was connected to power port one and the battery was connected to power port two with 25% rsoc. The data point recorded after the loss of power revealed that no power source was connected to power port and the battery was connected to power port two. The controller was without power for one minute and twenty-six seconds and eighteen seconds respectively. No anomalies were noted leading up to the losses of power. As a result, the reported power loss, premature power switching and critical battery alarm events were confirmed, however, the reported power disconnect alarms event could not be confirmed. A power source lubrication procedure had been performed on battery in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6)2018. There is no evidence the lubrication servicing had been performed on the other battery. The most likely root cause of the premature power switching and critical battery alarm events can be attributed to communication errors between the controller and batteries, which may be due to a momentary disconnection on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one power source. Additional products: d4: bat51313 h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d16 d4: bat596238 h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-mar-2019/ serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 22-mar-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 28-feb-2019/ serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 26-feb-2018. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited unexpected power loss and possible power switching associated with two pump stops. It was also noted that two batteries exhibited critical battery alarms and power disconnect alarms. The batteries were replaced, and the controller remains in use. No patient complications have been reported as a result of this event.